Manufacturer narrative:
The reported field event of memory corruption was confirmed in the laboratory analysis and was due to multiple single bit error detection which occurred during manufacturing of the device. Further testing was performed by reloading the product code and all tests results were normal, memory corruption could not be reproduced.

Manufacturer narrative:
Supplement report is being submitted to update.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardiac monitor exhibited memory errors. The device was not used. There was no patient involvement.